Manufacturer narrative:
(B)(4)-additional information: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the black box and alarm history review reveals multiple consecutive call service 127 alarms on the reported failure date of 10/11/2013. The pump powers ¿on¿ with a hard ¿cs0127¿ alarm unable to clear. The display screen , the auditory and the vibration alert are fully operational. The reference voltage was taken and found below specifications. The component c38 was suspected, thus it was removed, the reference voltage return to specifications. The pump was able to power ¿on¿ and to display ¿verify¿ screen, the pump was primed and exercised with no further alarms. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the c38 was defective. This report is made based on results of investigation completed on 01/08/2014.